Event description:
On (B)(6) 2013, the home health agency reported that on an unknown date, the patient presented to the emergency room for abdominal pain and redness, and a foreign material alleged to be v.a.c. Granufoam dressing was discovered in the patient's abdomen. On (B)(6) 2013, the following information was reported to kci by the physician: two pieces of a foreign material alleged to be v.a.c. Whitefoam dressing and granufoam dressing were surgically excised on (B)(6) 2013. The patient continued to receive v.a.c. Therapy and is doing well.

Manufacturer narrative:
V.a.c. Therapy was discontinued in (B)(6) 2012 with no reported issues. On (B)(6) 2013, the physician applied v.a.c. Therapy to the new wound resulting from the surgical excision of the foreign bodies. Based on information provided, it cannot be determined when the foreign bodies alleged to be v.a.c. Whitefoam dressing and granufoam dressing were inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number or pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or led to infection or other adverse events.